Manufacturer narrative:
Investigation into this event showed that the event was instrument related. Following service to address the reagent metering and incubator subsystems, consistent acceptable perform was obtained. Post servicing, the instrument was returned to expected operation. The root cause of the event was instrument related.

Event description:
The customer obtained non-reproducible falsely elevated vitros trop I es results on multiple patients' samples while using the vitros eciq analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original affected results were reported to the clinician, and corrected reports were later issued. There was no report of harm to patients as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).